Event description:
It was reported by a field service tech that an unk blade broke while the connected handpiece that was being tested by the customer was shaking. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and repair, but the unk blade was thrown away by the customer. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.